Event description:
It was reported to philips that during the monitoring of an emergency percutaneous coronary intervention for a patient with acute myocardial infarction, the device had no ECG signal. The doctor used an alternate device to finish the operation with no harm to the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The device was evaluated by the customer with assistance from a philips call center representative. The reported issue was confirmed and the cause was traced to a faulty lead wire. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the lead wire. The lead wire was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.